Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s doctor replaced the wires because the wires broke. The patient noted that because the wires broke, she felt a ¿little knot¿ on her spine and their healthcare professional (hcp) implanted the broken wires back in and connected to the implantable neurostimulator (ins). The patient also reported that everything ¿wrapped¿ around these broken wires. There were no further complications reported or anticipated.